Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
(B)(6): customer reports staff performing an undetermined urology procedure when the table movement failed. Staff was not able to complete the procedure. Customer provided no further info and would not provide a contact to obtain patient or procedural info. Customer did report they do have a back up room for procedures as necessary. No reported injury.